Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. The device was not returned to howmedica rutherford. Info provided indicates that this event is not device related but rather is associated with joint laxity.

Event description:
Reporter statets,"laxity in the knee joint. Physician replaced a 12mm insert with a 18mm insert. Knee was then stable. No wear shown on the 12mm insert."